Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n335800, implanted: (B)(6) 2012, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found the connector was broken.

Event description:
The consumer reported that the recharger was not charging. The patient noticed this issue a couple of weeks prior to the report. A communication problem was present. An implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was the primary reason for overdischarge. The last time any stimulation was felt was 1 to 2 months prior to the report. The patient initially said they hadn¿t felt stimulation for 1 week but they could not remember if they had stimulation a couple of weeks prior to the report. The last successful recharging session was 1.5 months prior to the report. The patient tried recharging a couple of weeks prior to the report but couldn¿t get coupling bars. They saw a poor communication screen. The patient changed batteries in their programmer at this time. During the report the programmer would not turn on but this was resolved after the patient replaced the batteries. It was further reported that the patient¿s ac adaptor had a broken connector pin. Relevant medical history included non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Evaluation conclusion code was updated.